Manufacturer narrative:
Root cause: use error. Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently entered 803 grams of carbohydrates when delivering a bolus, subsequently delivering 60 units of insulin and blood glucose lowered. Blood glucose (bg) level was not provided. The customer required assistance from contact to address bg level via glucose tablets, and dextrose. Customer was transported via ambulance to the emergency room (ER). Bg was treated with intravenous fluids, and manual injections to deal with bg fluctuation. Magnetic resonance imaging (MRI) was performed as customer was aphasic. Reportedly, customer left the ER the following day with customer in stable condition (bg level was not provided).